Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the abbott diabetes care (adc) device via social media. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an healthcare professional (hcp) meter . It is unknown whether the customer noted a trend arrow on the device. Customer was in coma for 3 days. Emergency services were called who obtained a glucose readings of 38 mg/dl when compared to a sensor scan result of 135 mg/dl, however it was unknown if it was taken within 10 minutes and related to the medical event. The customer received unspecified treatment from an healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.